Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: original implant date is unknown. A revision surgery is planned, date unknown. Device is not expected to be returned for manufacturer review/investigation. Concomitant part: tomofix fempl med dist r 4ho ti, 04.120.550s, lot 9772484. The complaint indicated that an unknown number of screws broke post-op requiring additional surgical intervention. Device history records review was conducted. The report indicates that the: manufacturing location: 413.326s ¿lockscr ø5 self-tap l26 tan¿ lot 9724637, manufacturing location: (B)(4), manufacturing date: 16.nov.2015 expiry date: 01.nov.2025; 413.336s ¿lockscr ø5 self-tap l36 tan¿ lot 9578910, manufacturing location: (B)(4), manufacturing date: 10.aug.2015 expiry date: 01.jul.2025; 413.336s ¿lockscr ø5 self-tap l36 tan¿ lot 9557879, manufacturing location: (B)(4), manufacturing date: 14.jul.2015 expiry date: 01.jul.2025; 413.338s ¿lockscr ø5 self-tap l38 tan¿ lot 9221988, manufacturing location: (B)(4), manufacturing date: 06.nov.2014 expiry date: 01.oct.2024; 413.344s ¿lockscr ø5 self-tap l44 tan¿ lot 9585578, manufacturing location: (B)(4), manufacturing date: 11.aug.2015 expiry date: 01.aug.2025; 413.350s ¿lockscr ø5 self-tap l50 tan¿ lot 9580046, manufacturing location: (B)(4), manufacturing date: 31.jul.2015 expiry date: 01.jul.2025; 413.350s ¿lockscr ø5 self-tap l50 tan¿ lot 9584939, manufacturing location: (B)(4), manufacturing date: 03.aug.2015 expiry date: 01.jul.2025; 413.355s ¿lockscr ø5 self-tap l55 tan¿ lot 9579280, manufacturing location: (B)(4), manufacturing date: 04.aug.2015 expiry date: 01.jul.2025. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the following devices were used in surgery for osteochondritis dissecans and knock-knee. (However the surgeon used other companies external fixator). Three months after surgery, the surgeon took off external fixator and the patient began partial weight bearing. Ten months after surgery, some out of the above mentioned screws were broken. There is no information available about patient outcome. A revision surgery is planned. The complaint involves 1 part. Concommitant part: tomofix fempl med dist r 4ho ti, 04.120.550s, lot 9772484. Unknown which of the following screws are responsible: 413.326s ¿lockscr ø5 self-tap l26 tan¿ lot 9724637; 413.336s ¿lockscr ø5 self-tap l36 tan¿ lot 9557879; 413.336s ¿lockscr ø5 self-tap l36 tan¿ lot 9578910; 413.338s ¿lockscr ø5 self-tap l38 tan¿ lot 9221988; 413.344s ¿lockscr ø5 self-tap l44 tan¿ lot 9585578; 413.350s ¿lockscr ø5 self-tap l50 tan¿ lot 9580046; 413.350s ¿lockscr ø5 self-tap l50 tan¿ lot 9584939; 413.355s ¿lockscr ø5 self-tap l55 tan¿ lot 9579280. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Hospital contact telephone: (B)(6). No devices were returned. The provided x-rays did not show any broken screw. Complaint is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.